Manufacturer narrative:
Continuation of d10: product ID 37761 , serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Analysis of the 37761 recharger (rtm) (B)(6) revealed a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that recharger is not charging like its suppose to. (Patient mentioned uses adhesive discs). Caller states recharger is plugged in and is showing charger is partially charged. Patient states recharger has been charging quite a while. During call, patient states desktop charger (dtc) connector pin might be a little bent but she is not sure. Patient states not being able to get coupling bars, no damage seen to recharger antenna. Patient states recharger icon shows low and ins charge level both show low charge. Patient services emailed repair to replace recharger and dtc. No patient symptoms were reported. Additional information was received from the patient. It was reported that they received a new recharger, but they continued to get poor coupling (none of the coupling bars would fill in). Before calling patient services, the patient mentioned that they had talked to (B)(6) a while ago, and talked to maybe (B)(6) last, but they did not specify who these people were, or what they discussed with them. The patient also mentioned that they repositioned the recharger antenna, but coupling did not improve. During the call, agent had the patient reposition the recharger antenna and rotate the dial a quarter turn, but coupling did not improve. Agent had the patient utilize antenna locate (al) to see if would help the patient locate the optimal positioning of the recharger antenna. While using al, the patient was ableto get the middle number to increase from 62 up to 80. Agent then had the patient exit al and start an ins recharge session, where they reported that 6 out of 8 coupling bars were filled in. Shortly thereafter, the patient reported that all 8 coupling bars were filled in. The coupling issue was resolved.